Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump has been losing 2-3 minutes over the past few months. The customer stated that the pump seems to be delivering the insulin and the blood glucose level was not impacted. The customer changed the time under the pump settings.